Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to eis readings. Place sensor under microscope and found gold trace damage at the counter and working electrode. As well as overgrowth on the reference electrode. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for eis readings. Found gold trace damage at the counter and working electrode. As well as overgrowth on the reference electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose. Customer's sensor value was 180 mg/dl while blood glucose value was 80 mg/dl at the time of the incident. The customer did not report an adverse event. The event involved product mmt-7040a. Troubleshooting was performed and customer was advised of common contributing factors that include non-optimal insertion, site location, taping, and timing of bg entries. Product mmt-7040a has been returned for analysis.